Event description:
In 2005, I contracted a plastic surgeon to place contour threads in my face for a mini face lift effect, to correct minor jowl and nasal/labia fold aging. Tranquilizer and about 25 pain killing shots in my face were used to numb skin. Two contour threads per cheek were inserted and the pain was excruciating. After the surgery, I drove myself home and was told the recuperation time would be 2-7 days. I followed the dr's post surgical instructions to the letter. Three months later, the swelling had gone down to almost invisible, however, the operation left a noticeable dent in my right cheek that was not there prior to the surgery, and the incision area in my temples where the threads were attached has never stopped hurting. Periodically, the threads protrude from my cheeks near my upper lip to the side of my nose in a pus filled pimple that causes further embarrassment, pain and discomfort. The threads recede after about 3-5 days but always come back out. I cannot use certain facial expressions, eat chewy foods, wear baseball caps, or favorite hairstyles - these will exacerbate the pain and causes temporal headaches. The jowl correction lasted maybe 4 weeks, as the swelling went away, so did the improvement the devices were purchased to achieve. There was nothing easy, quick, painless about this procedure as advertised and removing the devices has been indicated as necessary to correct the disfigurement. Removal has not been undertaken at this point as it has no guarantee that it can be achieved, as the non absorbable threads migrate under one's skin and are encased in scar tissue that will leave demarkation lines in my face if they can be found and removed. This has been a horrific experience and I feel duped and disfigured. Dates of use: 2005- 2008. Diagnosis: facial aging.